Manufacturer narrative:
The lead was returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
An attempt was made to determin whether the explanted lead will be returned for analysis, however, no further information was received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead body noted slight bunching of the polyurethane insulation in several places near the terminal pin. The bunching is not likely to have contributed to the clinical observations. Inspections of the terminal pin assembly and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations of dislodgement or high impedance.

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead had a pacing impedance measurement greater than 2,000 ohms. An x-ray showed the lead helix was not completely extended, and the lead appeared stretched. A boston scientific technical services consultant stated the x-rays showed the lead had dislodged. A revision procedure was performed and the lead was explanted.